Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Healthcare provider did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the surgeon responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed because the catalog number and serial number provided by the reporter are not valid lap-band numbers. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Note: this information was posted on facebook and attempts to contact the poster to follow-up or obtain additional information were unsuccessful and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is.

Event description:
Facebook complaint received: "I had mine done in 2010 and it was the best thing I ever did for myself. But unfortunately I had a slippage after about 9 years.... Had it redone and never been the same.... I get my band tighten than with in a week I can not even hold down water & back to have fluid removed....I have pain in left side. I just want to be to where I was before my I had to have my band redone. I need my tool to work again and thus extra 30 lbs to be gone again!!!!!" Additional information received from patient: I had my band in 11/2010 and had great success. But I believe in 2017 I started to have issues with pain in my left side. My husband made me go to the ER where I was told I had gas issues. So I had just dealt with the pain. Thought maybe it was female issues. Then I believe in 2018 I had went to see dr. (B)(6) and told him of my issue. He sent me for an xray. At that time he stated my band had slipped. He took out fluid in hopes that band would more back into place. It did not & he had to go back in. While in surgery he was unable to fix the band and had remove the one had and he replaced my band. Needless to say my band has never been the same!! Yes I did put on weight. My lowest was 170 and I went back up to 230ish. I am currently bouncing between 190 and 200 right now. But every time I go to have band adjusted I am back a week later as I unable to even hold down water.... Still have pain on occasion in my left side. I would really love for my band to work like it did as it was a god sent for my life wonderful tool and stopped me from over eating!!!